Manufacturer narrative:
(B)(4) aberrant result due to sample integrity/sample preparation abbott support on site inspected the system and found no obvious cause. There has been no other occurrence, and the customer believes a bubble on the sample caused the discrepant results. The ict module remained in use without further concern and the customer's complaint history does not include a recurrence of the issue. A review of complaint and trending data did not identify a (B)(4) or ict module product issue or adverse trend related to discrepant sodium results. The architect system operations manual and ict sample diluent package insert provide sufficient labeling with regard to use of the ict module, storage and handling specimens, system maintenance and component replacement, interpreting results, and troubleshooting the customer's issue. Based on the available information a specific cause for the discrepant low results could not be determined. Probable causes include a sample integrity related issue such as a bubble on the sample or intermittent contamination in the ict module. A deficiency was not identified. This is the final report.

Event description:
The customer stated a patient generated a sodium result of 109 mmol/l on the architect c8000 analyzer. The laboratory staff questioned this result because it was lower than the previous result of 160.8 mmol/l. The sample was retested yielding a sodium result of 162 mmol/l, which matched with the previous test result. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.